Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date not available.

Event description:
It was reported that patient used 2 bivona products, both had cuff leaks and had to be replaced. 1 (one) was used for 16 days, 1 (one) was used for 2 days. Als (amyotrophic lateral sclerosis) patient, requires ventilator. Photos attached. No medical intervention was reported. No patient injury was reported.

Manufacturer narrative:
Two sample devices were received for investigation. The reported issue was confirmed during visual inspection, which identified holes in the cuffs of both samples. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. However, the investigation attributed the root cause to a manufacturing-related issue. Complaint information will be monitored and actions will be assigned as required.